Manufacturer narrative:
Due to character restrictions in block e1, event site full name is (B)(6). Full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit does not hold charge.

Manufacturer narrative:
Due to character restrictions in block e1. E1 initial reporter full name is (B)(6). Updated fields: b4,b5, d9,d5,e2,e3,e4, e1 (initial reporter), g1, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, health effect ¿ clinical code, health effect ¿ impact codes), h11. A getinge field service engineer (fse) stated the customer contacted via phone and the customer stated that the outlet where the iabp was connected was not working. The customer connected the iabp in another wall outlet and batteries fully charged. Error was with the facilities wall outlet, not our iabp. Equipment passed all functional testing.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit does not hold charge. No harm or injury reported.